Event description:
The user received questionable results for multiple assays on the cobas 6000 c501 analyzer (c1). The event involved one patient sample which gave discrepant results for ion-selective electrode sodium (sodium), ion-selective electrode potassium (potassium) and creatinine plus version 2 (crep2). The patient sample type was plasma collected in a 7 ml bd lithium heparin plastic tube with gel separator. The initial results were run on an aliquot from the modular pre- analytics analyzer. The initial sodium result was 172 mmol/l, potassium result was 4.72 mmol/l and crep2 result was 1.08 mg/dl. The user said they questioned these results because the sodium result for this patient sample was so high. The user ran another aliquot from the original sample tube on another c501 analyzer (c3), serial number (B)(4), which yielded a sodium result of 143 mmol/l, potassium result of 4.23 mmol/l and a crep2 result of 0.89 mg/dl. The user reran an aliquot from the same sample a third time on another c501 analyzer (c2), serial number (B)(4), which yielded a sodium result of 141 mmol/l, potassium result of 4.14 mmol/l and a crep2 result of 0.90 mg/dl. The patient was not affected by this event because the initial results were not reported outside the laboratory. The electrode lot number for sodium was not provided. The electrode lot number for potassium was not provided. The reagent lot number for crep2 was 63092801. The field service representative was unable to determine a cause. He noted it appears to have been sample related however; the sample could not be located for inspection. Performance tests were run which were acceptable.